Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer found out after removing no electrode was visible in skin nor on the sensor. The second time they had trouble inserting the needle didn't come out right. The customer¿s blood glucose was 8.5 mmol/liter at the time of incident. The sensor will not be returned for analysis.